Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. With assistance from technical support, the customer was able to reset the pump, and the malfunction did not recur. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the pump and to contact technical support if the issue reappears.